Event description:
Baxter (B)(4) received a report of an infusor that reportedly did not work. The device contained a solution of bupivacaine. This condition has the potential to interrupt therapy. The facility did not have information regarding whether there have been any reports of patient involvement, injury, or medical intervention in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample with approximately 180ml of solution in the reservoir for evaluation. The reported condition of no flow was confirmed. A functional test was attempted on the unit, but flow was not readily observed at the distal luer despite numerous attempts of forced prime. Microscopic examination of the flow restrictor showed evidence of micro-air bubbles blocking the fluid path inside the lumen of the glass capillary located inside the flow restrictor. The root cause was determined to be micro air bubbles in the glass capillary. No other observations were noted on the unit. No repair was done, as this is a single-use device which will be discarded. Additional information: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Manufacturer narrative:
(B)(4). The product code and lot number have not been reported by the customer, therefore a batch review and 510k number cannot be provided at this time. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.